Manufacturer narrative:
(B)(4). A batch review will be completed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a small amount of clear fluid on the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.